Event description:
It was reported that extended hospitalization occurred. A transcatheter aortic valve replacement procedure was performed with use of a sentinel cerebral protection system (cps) for embolic protection. The patient was not discharged until 30 days after the procedure. Despite good faith efforts, no additional information was obtained.

Event description:
It was reported that extended hospitalization occurred. A transcatheter aortic valve replacement procedure was performed with use of a sentinel cerebral protection system (cps) for embolic protection. The patient was not discharged until 30 days after the procedure. Despite good faith efforts, no additional information was obtained. It was further reported that the patient died on (B)(6) 2025, 38 days post-transcatheter aortic valve replacement procedure due to sepsis. The physician assessed the cause of death to be unrelated to the sentinel device. Assessment of the relationship between the extended hospitalization and the patient death was not available.

Manufacturer narrative:
B3: additional information added. G4: den160043 reported here as the PMA # exceeded character limit for designated field.